Manufacturer narrative:
(B)(4). (B)(6). The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch 3500a will be submitted

Event description:
It was reported that during surgery the impactor was opened to connect to the femoral trial and fell apart. The mechanism pieces came apart, but did not fall into the patient's wound. Attempts have been made and additional information on the reported event is unavailable at this time. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. The device was returned and examination of the returned part determined that instrument shows sign of repeated use (nicks and gouges), one of the pin subcomponents of the instrument is fractured and allowed disassembly of the hook. Sem analysis of the stop pin showed that it fractured due to overload. Sheared ductile overload dimples identified on the fracture surface with pointing out the direction of crack propagation/smearing. Part of the fracture surface was post fracture damaged. Eds semi-quantitative analysis of the stop pin showed that it was consistent with 455 stainless steel. DHR was reviewed and no discrepancies were found. A definitive root cause cannot be determined as the frequency and conditions of use are unknown. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. Updated: if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.